Manufacturer narrative:
Age/date of birth: unknown, information not provided. Date of event: unknown, not provided; but reported as (B)(6) 2017. Expiration date: unknown, as the lot number was not provided. Lot number: unknown, information not provided. UDI number: unknown, as the lot number was not provided. If implanted, give date: not applicable, healon is not implantable. If explanted, give date: not applicable, healon is not implantable; therefore, not explanted. (B)(6). Device manufacture date: unknown, as the lot number was not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the doctor believes that the patient developed an inflammation reaction due to using a vt585 healon endocoat. The patient experienced irritation, pain, and dull vision. The doctor prescribed spersadex comp, (eye drops) prednisone, and ciprobay as medical intervention and there was no delay in procedure. Reportedly the doctor tried to eliminate all possible variables in theatre, but the endocoat was the only new product they have been using. Visual acuity post-operatively was 6/6 uncorrected with a good outcome. Reportedly, 3 patients were reported as having an inflammatory reaction post-operatively and this report represents patient number 1 out of the 3 patients. No additional information was provided.

Manufacturer narrative:
New information confirmed there were only 2 patients, and not 3 patients as reported in the initial emdr. The correct number of patient's is 2. Therefore this patient is 1 of 2. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device available for evaluation. Returned to manufacturer on: 03/12/2018. Device evaluation: four (4) unopened units of healon endocoat lot 026677 were received for evaluation. Returned products met appearance requirement, ph requirement, endotoxin and osmolality specification. The customer's reported complaint could not be confirmed. Manufacturing record review: based on the review of the batch records, manufacturing process, and confirmatory testing, these occurrences are not likely associated with a manufacturing assignable cause. Review of the batch record indicates the product meets specification. Review of the complaint database indicates there have been no other similar complaints for lot 026677. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.